Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The device functioned normally during pal testing. The cause of the iipv was determined to be: insufficient drain, use error: (B)(4) removal set too low (0ml). A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc) machine. Per the initial report, the home patient (hp) stated that she had a total ultrafiltration (tuf) of -108ml and her manual drain volume was 4000ml and a half cup. The tsr asked the hp if she wanted to have the hc swapped and the hp stated yes. The tsr explained that the hc would be swapped. The tsr recommended that the hp contact the registered nurse (rn) about the hc being swapped, the tuf setting, and the last manual drain setting. The hp would contact the rn for the programming. The tsr would swap and discussed the use of continuous ambulatory peritoneal dialysis until the hc was replaced. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2010 product surveillance contacted the hp peritoneal dialysis nurse (pdn) regarding the report of the high drain volume. The pdn stated the hp received the new hc and the pdn programmed it. The hp followed proper aseptic technique when disconnecting from the drain bag. The pdn stated the hp is of larger stature and did not have any symptoms or complications. The pdn verified the hp's largest prescribed fill volume (lpfv) is 2500ml. The pdn stated the hp has not reported any symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.